Event description:
A total hip arthroplasty was revised approximately 12 years post-operatively due to a fracture through the neck prosthesis. Patient tolerated the procedure well and returned to recovery room in satisfactory condition.

Manufacturer narrative:
A review of the manufacturing device history record indicates the implants were manufactured to specification. Devices were not returned for evaluation.